Event description:
The reporter contacted animas on (B)(6) 2013 reporting a hospitalization with a blood glucose of 900 mg/dl which the patient attributed to a pump malfunction. The patient reported that the admitting diagnosis was a high blood glucose of 900 mg/dl with a blood infection. The patient was reportedly disconnected from the pump and placed on intravenous insulin and antibiotics for the blood infection. The patient also reported having a medical history of kidney issues. The patient reported that leading to the hospitalization, there were unexplained high blood glucose levels; the patient reported giving correction boluses and blood glucose levels were not responding. Troubleshooting was unable to determine if the patient changed supplies or how long the supplies were used. The patient reported not remembering any issues with leaking, air bubbles, or issues at the site with scar tissue or bent cannula; the patient stated that the site did bleed when removed. The patient stated that the dialysis nurse noted that the patient was experiencing pain in the back and side and the patient was having trouble walking so the nurse contacted emergency services. The patient reported not being discharged from the hospital related to acute vomiting causing the hospital to send the patient for additional tests. The pump was unable to be reviewed at the time because the patient did not have a battery for the pump. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with an allegation that the event was related to an unspecified pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.